Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation was unable to reproduce the reported upstream occlusion do to an unrelated issue. A review of the event history log found multiple events of "upstream occlusion!" However the log cannot be used to distinguish true and false alarms. Evaluation was unable to complete the initial testing due to the unrelated issue. The device will be required to pass all return testing, including upstream occlusion detection testing, before being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no patient involvement. No additional information is available.